Event description:
The customer had reported that during a cystic/leal conduit procedure, the knife blade of the device would not retract. There was no pt harm, and another device was opened and used to continue the case. Upon receipt of the device for eval at covidien, a preliminary investigation found that the knife blade was protruding outside of the jaws of the device.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow up report will be submitted.